Event description:
It was reported the frost occurred on the shaft of the needle. An icerod cx 90 degree needle was chosen for a cryoablation procedure to treat a renal carcinoma. Insufficient ice occurred and frost on the shaft of the device was observed. A different device of the same model was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: no visual abnormalities were noted upon initial inspection of the complaint device. Functional testing revealed that the needle formed frost on the shaft during the freeze phase. Additionally, the temperature on the icefx console read -99 degrees celsius after 5 minutes of freezing and the needle formed a sufficient ice ball. The needle functioned properly for ice formation. The needle was disassembled, and the vacuum sleeve was analyzed. No abnormalities were observed visually, but the insulation tube was not functional in providing insulation. The reported event of frost on shaft was confirmed.

Event description:
It was reported the frost occurred on the shaft of the needle. An icerod cx 90 degree needle was chosen for a cryoablation procedure to treat a renal carcinoma. Insufficient ice occurred and frost on the shaft of the device was observed. A different device of the same model was used to complete the procedure. No patient complications were reported.